Event description:
On 13th july, 2023 getinge became aware of an issue with one of surgical lights - lca 50 (mobile version). Based on photographic evidence the label from fork was torn with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation. Device was not returned to the manufacturer.

Event description:
On 13th july, 2023 getinge became aware of an issue with one of surgical lights - lca 50 mobile. Based on photographic evidence the label on fork was torn and chipped with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 13th july, 2023 getinge became aware of an issue with one of surgical lights - lca 50 (mobile version). Based on photographic evidence the label from fork was torn with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 13th july, 2023 getinge became aware of an issue with one of surgical lights - lca 50 mobile. Based on photographic evidence the label on fork was torn and chipped with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification due to chipping label with missing particles, which could be considered as technical deficiencies and in this way the device contributed to the event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during daily checking. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of chipping or missing label on lucea 50/100 surgical lights, there is no event which led to the serious injury. Comparing the number of claimed devices to the install base, we conclude that the failure ratio is very low for chipping or missing label. As stated by subject matter expert at the manufacturing site, label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks (IFU 01741 en 11 2023-04-06, pages 46-49). We believe that all remaining devices are performing correctly in the market. Given the circumstances, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.